Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the front cover was found to have been cracked. From the condition of the returned unit, the damage appeared to have been due to wear and tear. The platform was powered on and a user advisory 16 (timeout moving to take-up position) message was displayed, thus confirming the reported complaint. Further inspection identified the cause to be that the drive train motor brake had rusted and seized up, which resulted in the brake gap being out of specification. Upon cleaning the corrosion and rust off and re-adjusting the brake gap, the platform was functionally tested and passed all testing criteria. A review of the archive was performed, however it did not show that any user advisories occurred on the reported event date of (B)(6) 2015, however multiple ua 16 codes were seen on (B)(6) 2015. Based on the investigation, the part(s) identified for replacement was the front cover. In summary, the reported complaint was confirmed during functional testing as well as review of the archive. The cause was determined to be that the drive train motor brake had rusted and seized, subsequently leading to the brake gap being out of specification. Following service, including replacement of the front cover and cleaning and re-adjusting drivetrain motor brake, the device passed all testing criteria.